Manufacturer narrative:
Concomitant medical products: 6940-52 lead, implanted on (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was inhibition on the right ventricular (rv) lead during download and there was also noise observed on the egm (electrogram). A possible lead fracture was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.